Event description:
The account generated false positive architect stat high sensitive troponin-I result when tested with architect i2000sr. On(B)(6) 2022, sid (B)(6) (87 year old, female) tested architect stat high sensitive troponin-I positive of 45.7 pg/ml. The patient, using sid (B)(6), tested alinity I stat high sensitive troponin-I positive of 1133 pg/ml (serial (B)(4), and 111.07 pg/ml (serial (B)(4). The customer reran the sample again with architect stat high sensitive troponin-I negative of 32.8 pg/ml, alinity I stat high sensitive troponin-I negative of 32 pg/ml (serial (B)(4), and 27 pg/ml (serial (B)(4). The account uses a troponin positive cutoff of 34 pg/ml. No additional patient information provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 3p25, that has a similar us product distributed in the us, list 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. No adverse trend was identified. The ticket trending review of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and issue. Labeling was reviewed which adequately addresses the current issue. A review in the corrective and preventive actions system did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 37585ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. No product deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.